Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) had triggered elective replacement indicator (eri). Additional information suspects there was a connection issue with the device and rv lead. The device has been removed and replaced, while the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.